Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was filling the cartridge with cold insulin. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 216-217 mg/dl.